Event description:
It was reported that during an implant procedure, the left ventricle (lv) lead was unable to be implanted due to catheter¿s head was bent. The lv lead couldn't be delivered into the target vessel hence; the procedure couldn't be continued. Finally, a new lv lead was implanted successfully using a new catheter. The procedure was completed smoothly. The patient's condition was stable.

Manufacturer narrative:
The reported event was the lead could not be implanted. As received a complete lead was returned in one piece. The s-curve height was measured within specifications. Final analysis on visual examination did not find any anomalies and electrical analysis did not find any indication of conductor fractures or internal shorts.